Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. Further in situ measurements in 2018 showed poor coupling most likely due to medical issues e.g. Flu. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user came to the clinic on (B)(6) 2021 with the complaint that he abruptly stopped responding to sounds on (B)(6) 2021. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user came to the clinic on (B)(6) 2021 with the complaint that he abruptly stopped responding to sounds on (B)(6) 2021. The user's hearing with the device prior to (B)(6) 2021 was fine. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic on (B)(6) 2021 with the complaint that he abruptly stop responding to sounds on (B)(6) 2021.